Manufacturer narrative:
(B)(4) 2015 02:35 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting tool's coating peeled off and the device was unable to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 06:02 pm (gmt-4:00) added by (B)(4): the confirmed failure mode has been investigated in our CAPA system. (B)(4) 2015 04:25 pm (gmt-4:00) added by (B)(4): the device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip. An cauterization test was conducted to evaluate if device was able to cauterize. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073 rev aa. The device activated and transected tissue three times with no cautery failure observed. The device was able to cauterize three consecutive times, see attached images. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4) 2015 09:51 am (gmt-4:00) added by (B)(4): the device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip. An cauterization test was conducted to evaluate if device was able to cauterize. The device was able to cauterize three consecutive times. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting tool&#62688;coating peeled off and the device was unable to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.